Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac). The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported that during set up / inspection for use, the subject device was not displaying captured image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a faulty cable a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image capture was not displaying due to a faulty cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.